Manufacturer narrative:
Company representative evaluated display and replaced lcd screen. Monitor was calibrated and tested to factory specifications.

Event description:
Customer reported no video output from the panorama central station display, which may have telemetry patient monitoring. No patient injury reported.